Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "electrode started to heat up inside patient and stopped working. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device has not been sent in for investigation, based on the description "electrode started to heat up", it is most likely, that the electrode has been operated too long without interruption. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings, as the short-term use is already mentioned. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).